Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure for femoral trochanteric fracture with proximal femoral nail antirotation (pfna-ii) system on (B)(6) 2019, the surgeon accidentally made a crack on the bone during insertion of the pfna-ii nail. Thus, both the nail and the pfna-ii blade were inserted from far posterior position due to the crack and insufficient position verification. The nail was inserted using an unknown hammer. In the surgery, reduction was not applied because the fracture was a highly stable type. There was no surgical delay reported. Patient status and surgical outcome are unknown. Concomitant devices: hammer (part: unknown, lot: unknown, quantity: 1). This report is for an unknown locking screw. This is report 3 of 3 for (B)(4).